Manufacturer narrative:
Ra has received the incident device and assigned the product to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic sigmoidresection - "according to doctor schornagel the voyant device did not seal properly. After the sealcycle was finished, there was still some bloodloss from tissue." Patient status "ok."

Manufacturer narrative:
Lot# unknown had been confirmed by customer. Investigation summary: the device key was returned for evaluation. The device key activation logs were analyzed. In the absence of the complete incident device, it is difficult to confirm the results of the activation logs and determine the root cause of the incident. The exact root cause of the incident remains unknown. Although the root cause of the incident could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.